Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma in brazil: what are we missing?" Four patients were reported with "effusion." Subsequently "bia-alcl was confirmed." Pathological biomarkers were not received. Devices were explanted and one patient received chemotherapy. Affected sides are unknown.

Manufacturer narrative:
Article citation: groth ak, clemens mw, graf r, sebastiao ap, azambuja ap, louveira mh, linei, batista bn, et al. Breast implant-associated anaplastic large cell lymphoma in brazil: what are we missing? Plastic and reconstructive surgery advance online article. 2022; doi: 10.1097/prs.0000000000009652. E.1 state and zip code: (B)(6). (B)(4). The events of "seroma-late and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl-suspected.

Event description:
Pathological biomarkers have been received.

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Correct reason for reoperation: "bia-alcl cases".